Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of device history records indicates that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The instrumentation twisted during medical procedure.

Manufacturer narrative:
The device was returned for evaluation. An event regarding a fractured hexalobular screwdriver tip from a trident driver shaft was reported. The event was confirmed. Device evaluation and results: a visual inspection of the returned devices noted that the devices were returned in used condition. It was observed that the hexalobular tip of screwdriver was broken off. The deformation to the driver indicates the tip was deformed while the device was being used to tighten a screw. Examination of the returned device with material analysis engineer indicated fracture observed at the driver tip falls within the scope of the CAPA. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other event for the lot referenced. Conclusions: the reported event was confirmed as per visual inspection of the returned device which shows that the hexalobular tip of screwdriver was fractured. The deformation to the driver indicates the tip was deformed while the device was being used to tighten a screw. Examination of the returned device with material analysis engineer indicated fracture observed at the driver tip falls within the scope of the CAPA.

Event description:
The instrumentation twisted during medical procedure.